Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system emitted beeping tones due to a high out of range shock impedance measurement. Device data was sent to rhythmcare for review. Data review determined the device delivered a shock resulting in the observed high measurement. The high shock impedance measurement was noted to have also recorded a code 1005. Rhythmcare then recommended replacing the lead. This system remains in service. No adverse patient effects were reported.